Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6). Test strips have all been used and no longer available.

Event description:
It was reported the patient received the following results within 10 minutes: 200 mg/dl on guide meter and 100 mg/dl on compact plus meter.